Manufacturer narrative:
A device history record review was conducted. According to the device history record review, one component lot was reprocessed for an anomaly that did not contribute to the customer complaint. No additional anomalies were identified. The product was released based on the product¿s acceptance criteria. No additional investigation is required based on device history record reviews. A complaint lot history examination indicates there were no other complaints for the reported issue. Two samples were received for evaluation. Sample a: the sample was visually inspected and deemed to be conforming. An aspiration test was performed and deemed conforming. An actuation test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the outer cutter. Wear marks were present at the cutter bend area. Sample b: the sample was visually inspected and deemed to be nonconforming. The probe needle is bent approximately 5 to 10 degrees just above the stiffener sleeve. An aspiration test was performed and deemed conforming. An actuation test was performed and deemed nonconforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was slight resistance felt when the inner cutter was removed from the outer needle. The inner cutter is bent. Wear marks were present at the cutter bend area. Actuation was retested after disassembly and was deemed conforming. The complaint evaluation does confirm that one of the two probes had a cutter malfunction. The cut performance of the first sample appears to have deteriorated during its surgical use for approximately 20 minutes, which is the typical vitrectomy portion time for use of the probe. Likely reasons for the deterioration of the probe cut performance during its use include damage to the cutting edge, cutter travel across the port opening, or loss of cutter edge sharpness during use due to surgical conditions. The reason for the loss of cut performance for the returned sample cannot be determined from this evaluation. The second sample received met specification for cut and the actuation performance of this probe was a result of the returned bent condition of the sample. Since the sample demonstrates approximately 15 minutes of use the timing of the damage (bend) to the probe cannot be determined. No specific action with regard to this complaint was taken by the manufacturing location because the reason for the complaint issue cannot be determined from this evaluation. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported cutting failure occurrences with two consecutive cutters. The aspirating and actuating conditions are unknown. The surgery was completed after replacing the cutter for a second time. There is no harm to the patient. Additional information and product sample have been requested.